Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 10 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "what confirmatory testing was performed that determined the false-positive result?: gram stain did not see any growth on the organism. Were any erroneous results reported to the doctors?: no. If yes, were any patients treated based on erroneous results?: n/a, if yes, did the erroneous treatment have any adverse impact to the patient(s)?: n/a customer problem: 7 false positives bottle in drawer d."

Manufacturer narrative:
H.6. Investigation: customer reported 7 false positive results on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer that there was power lost due to an earlier reboot, the fluorescent values shifted and went up, the shift in fluorescent value looks like growth to the algorithm, which in turn caused the false positive. The false positive is typically seen after 5-7 test cycles(scans). This is an confirmed failure of the bd product and the instrument was functional and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive result. Bd quality did not receive any returned instrument or parts for investigation. This complaint is confirmed for an instrument failure. The root cause is due the shift in fluorescent value looks like growth to the algorithm. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 10 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " what confirmatory testing was performed that determined the false-positive result? Gram stain did not see any growth on the organism. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a . Customer problem: 7 false positives bottle in drawer d."